Event description:
It was reported that the device implant detection did not restart due to the plugged atrial lead port which requires that implant detection be manually set. The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.